Event description:
It was reported that the patient¿s device was removed due to an infection. No patient outcome was provided, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant: product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 3387s-40, lot# va09fz1, implanted: 2013-(B)(6), product type lead. Product ID 3387s-40, lot# va09fz1, implanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow-up received from the healthcare provider (hcp) reported that it was unknown if perioperative antibiotics were administered. The date of onset or diagnosis of the infection was (B)(6) 2014 and it was not meningitis. The patient experienced redness, drainage, and incisional wound opening in relation to the infection. The infection was at the lead track and a culture was obtained at the device pocket. It was discovered to be light mixed skin flora. The patient was treated with intravenous (IV) antibiotics, vancomycin and cefepime, and the infection resolved.